Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2015 to conduct three full days of in-service reprocessing training and reprocessing observation. Upon arrival at the facility, the ess was informed by the facility staff that the reprocessing in-service had been cancelled. The ess was not given access to procedure rooms or endoscope reprocessing areas for observation or reprocessing training. On (B)(6) 2015 a reprocessing training was conducted at the user facility away from the endoscopy unit in a classroom setting. No reprocessing observation was performed. The training was conducted in an educational format with the ess presenting and demonstrating the olympus reprocessing methods. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document on (B)(6) 2017 alleging that a patient was exposed to a contaminated tjf-q180v scope (serial number unknown) after undergoing multiple procedures at (B)(6) center and (B)(6) center on (B)(6) 2014. As a result, the patient suffered injuries and expired.